Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, the tubes expired 30jun2024, therefore retention sample testing could not be performed. Expired tubes will draw less volume than tubes still within their shelf-life.bd makes no claims on expired products. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® 9nc 0.109m 2.7 ml , 1 patient's sample was underfilled. Blood draw was completed on a replacement tube. There was no health impact or consequences reported.